Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after implantation the patient had poor quality of vision continuously for 1 year. Hence the lens was explanted in a secondary procedure. There are two medical device reports associated with this patient. This file is 2 of 2.